Event description:
When the surgeon was inserting the screw into the patient's elbow, pieces of the screw thread began to break off into the patient's bone. This was a screw malfunction. The screw appears to have begun unravelling.